Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: wolf, f., thurnher, s., & lammer, j. (2001). Simon nitinol-vena-cava-filter: wirksamkeit und komplikationen. Röfo - fortschritte auf dem gebiet der röntgenstrahlen und der bildgebenden verfahren, 173(10), 924¿930. Doi: 10.1055/s-2001-17589.

Event description:
It was reported in an article from the journal of interventional radiology titled " simon nitinol-vena-cava-filter: wirksamkeit und komplikationen " that complications were retrospectively reviewed in a patients with filter placement. Pulmonary re-embolism (pe) was documented in 9 patients (7.7%). The status of the patients and intervention details were not provided.